Event description:
It was reported that the left monitor on the 2800 system had an image burnt in the middle of the screen. Also the spring and shock would not hold the table. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor and spring shock assembly were replaced during the service call. The system was tested and found to be working as intended, and put back into service.